Event description:
The customer reported via phone call being hospitalized twice due to unexplained low blood glucose levels on (B)(6) 2015 and (B)(6) 2015. The customer's blood glucose was below 20 mg/dl during both events. Emergency medical services were called and she was transported to the emergency room and treated with food/juice. Prior to the first event, she had bolused for food and coffee but only consumed the coffee, then she went to sleep. The customer also reported that she had 3 occurrences in which she had seizures in her sleep. She stated that once she became conscious, the insulin pump was in threshold suspend mode, and the insulin pump showed that her blood glucose was below 40 mg/dl. She did not observe any significant events leading to the second hospitalization. She noted that she had removed the reservoir when it was at the bottom and the insulin vial was on top; she was warned of the potential for clogged vents. She did not know the perceived cause and was advised to consult a doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.